Event description:
The patient received emergency room treatment for hypoglycemia, seizure, and a head injury which was sustained during the seizure.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed cosmetic damage to the display lens and a damaged battery cap. The pump user guide instructs that the battery cap be replaced a minimum of once a year. There is no evidence that the battery cap was replaced by the user. Evaluation demonstrated that insulin delivery was operating within required specifications and delivery accuracy.